Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1) occurred. Blood glucose was 225 mg/dl. Reportedly a new cartridge was loaded to address the event and insulin delivery was resumed.